Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : the pump is constantly beeping and buzzing. Loss of prime warnings began a few weeks ago. Patient woke with blood glucose (bg) of 530mg/dl this morning and complained of stomachache, headache, and missed school. Patient gave manual injection of 10 units. Bg reduced to 275 mg/dl. Patient has been waking up with bg in 200-300 mg/dls. Health care provider (hcp) adjusted dosages last week. Patient reports loss of prime message. Patient and mom report loss of prime warning every 2 minutes yesterday, only once today. To clear alarm patient disconnects and primes with success. Patient just finished using up a box of cartridges (lot # not known) and discarded the empty box and also all of the used cartridges. Patient changed her supplies and site out about 1 hours ago. No loss of prime warning since changing supplies. Patient having better success with new box of cartridges. Customer technical support (cts) explained loss of prime. Patient does not cycle cartridges: never has and has not had any problems up until a few weeks ago. Educated patient on cycling cartridges. Patient able to complete prime and deliver 4 unit air bolus without a loss of prime message. Reminded patient that air bolus will show up in bolus history and iob. The patient is now engaged in normal activities with a bg of 187 mg/dl and no symptoms. This complaint is being reported due to the allegation that a patient...

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.